Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.